Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the ems jaws would come out, but the staples would not advance. The ems did not jam. The staples seemed to advance after jaws retracted. There was no consequence to the pt.